Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the o-rings were missing from the reservoir compartment. Customer's blood glucose was over 400 mg/dl. Customer treated her high blood glucose with insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked case at the display window corners and cracked battery tube threads.